Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted o the 1st diagonal and one resolute onyx was implanted in the lad. A pproximately 3 months post index procedure the patient suffered an aortic dissection and died (non-cardiac death). The investigator reported that the event is not related to the index device or anti platelets. Cec adjudicated the event dissection of aortic arch, death, vascular.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.